Manufacturer narrative:
Hologic technical support (ts) reviewed log and found signs of contamination. Kit samples initially looked good, but all become positive as the run progressed. Additionally, customer believed the sample shield was warped from over-use and likely caused the issue. Customer performed site cleaning and change the sample shield. No further issues were reported.

Event description:
Customer reported one sars-cov-2 tma run, 001609-20220825-06, using assay lot 315550 on panther plus instrument sn (B)(4) in which customer suspected contamination and obtained 163 positives out of 185 samples ran from the wl in question. Customer reported that the results were released and was not aware about released results treatment. Samples were retested on another panther plus instrument. Additionally, customer believed the sample shield was warped from over-use and likely caused the issue. Customer performed site cleaning and change the sample shield. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There were no adverse events associated or reported from this event.